Manufacturer narrative:
No sample was returned because the device was discarded; therefore, the reported event could not be confirmed by evaluation. A review of the manufacturing records could not be done without a lot number. After review of the available information, a root cause could not be determined. It is not known if procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that the vamp flex (B)(4) is in a number of cases giving an overshoot of the arterial blood pressure while connected to the patient monitor. This happens after the dpt has been zeroed. The overshoot appears as a large spike on the patient monitor which runs out of the limits. Additional information and clarification has been requested.